Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call indicating air bubbles in reservoir. Customer's blood glucose was 84 mg/dl. Customer reported that blood glucose had been 300 mg/dl and then dropped to 47 mg/dl which was treated with juice. Customer was not able to troubleshoot, and was advised to change reservoir and infusion set and to save product for troubleshooting.